Event description:
It was reported the the pump was implanted on 11/27/1997. In february, 1999, it was observed that the pump's residual volumes were too high. The pump was explanted and another pump was implanted, without any patient complications.